Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per medical opinion the event was due procedural factors (high tension on the guide wire was due to manipulation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in japan, during the procedure of a 23 mm sapien 3 valve in the aortic position via transfemoral approach there was tension on the guidewire before the commander delivery system was inserted into the patient. As the delivery system was advanced the ¿guidewire looked like it had pushed against the left ventricular wall when the delivery system passed the aortic arch.¿ imagery confirmed the guidewire had perforated the left ventricle. A thoracotomy was performed and approximately 1,500ml of blood was drained. The left ventricle wall was repaired with a patch and the patient became hemodynamically stable. The valve implant was then reattempted however, the guidewire was unable to be advanced into the left ventricle. The procedure was aborted. The patient was transferred to the ICU on percutaneous cardiopulmonary support (pcps). Per medical opinion, the left ventricular perforation was due to procedural factors (the high tension on the guidewire due manipulation).